Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side implant "flat." The device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening and yellow particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp in the anterior side due to a fold flaw opening.

Event description:
Healthcare professional reported left side implant "flat." The device has been explanted.